Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The display has a large scratch across the middle of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens film was observed to be scratched. Unrelated to the complaint, evidence of moisture contamination was found in the pump battery compartment and on the battery cap. A leak test was performed and passed. The pump case was removed and no additional evidence of moisture ingress was found. (B)(4).

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.